Event description:
It was reported that bd angiocath plus 18ga x 1.16in had foreign matter foreign substance found.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. From the returned actual sample, observed gel-like substance on the inner wall of needle cover. Whereas for all the returned representative samples, no visible droplet or lump of transparent substance was observed. From the transparent color and sticky, gel-like properties of the observed substance on the actual sample, it was highly likely to be the silicone lubricant applied on the catheter surface of the product to aid lubrication during product insertion. It was suspected that it was due to excessive lube on the catheter surface that aggregated and formed a lump on the catheter surface. Given the gel-like nature of the lube, it was possible for the lube to flow to different locations on the catheter tubing during transportation or storage. When the needle cover was removed, it could possibly come into contact with the lube lump on the catheter tubing and the lube could get transferred onto the needle cover. As the actual sample was returned in open packaging, the actual root cause was unable to be established. As current control, there is an outgoing visual inspection in place to check for excessive lubricant on catheter. The following action had been implemented on (B)(6) 2024 to address the possible root cause: I. Conduct complaint awareness training and communication to all insyte tipper and icam production technicians (pts), to monitor the occurrence of the excessive lube defect. The complaint batch was manufactured before the action implementation.

Event description:
Foreign substance found.